Manufacturer narrative:
The manufacturing records were reviewed and no related deviation or concerns were noted. The needle was not returned, so investigative testing could not be conducted. The root cause was undetermined.

Event description:
An iceforce needle was not isolated and was freezing along the metallic shaft during a cryoablation procedure. A glove filled with warm saline was placed to protect the skin of the patient.

Event description:
An iceforce needle was not isolated and was freezing along the metallic shaft during a cryoablation procedure. A glove filled with warm saline was placed to protect the skin of the patient.